Event description:
It was reported that during pre-dilatation in the heavily calcified left anterior descending artery for treatment of a total occlusion, the 2.50 x 15 mm nc trek balloon ruptured at 15 atmospheres during the first inflation. The dilatation catheter was withdrawn from the anatomy without reported resistance. A cutting balloon was used to successfully complete dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the presence of a tear in the inner member of the balloon catheter. A review of the electronic lot history record for the reported lot revealed no nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Upon an expanded investigation, it was determined that the possibility existed that the root cause of the inner member hole could potentially be related to a manufacturing issue, therefore the occurrence of this incident will be further investigated per site corrective / preventive actions (CAPA) procedures and appropriate actions will be taken accordingly.